Manufacturer narrative:
UDI: (B)(4). Initial reporter¿s phone number: (B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the locking components was worn out on the motor device. It was further determined that the device was losing oil, the hose was damaged, and the motor cylinder was worn out on the device. It was further determined that the device failed pretest for oil leak, temperature, cutter lock, and safety. It was noted in the service order that the hose was broken on the device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.